Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation at a distance of some 20 cm and 48 cm distal to the is-1 connector pin. In the proximal section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.